Event description:
I had an essure done back in 2011. From the start I knew something was wrong. I have been at the hosp several times and to my family physician for pain swelling and heavy bleeding. I have been so many times that I can't get help any more. I live in pain every day. Everyone says the same thing. That it needs to come out, but no one is willing to do it. I have tried going back to (B)(6) but dr. (B)(6) says he did nothing wrong. I have talked to several lawyers but none will help saying it's a conflict of interest because their wives use (B)(6). I just really want help, I have lost several jobs because of taking time off from work due to pain.